Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation was cracked and failed insulation test.

Manufacturer narrative:
Alleged failure: third party insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, improper sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date in not known. (B)(4).

Event description:
It was reported the insulation was cracked and failed insulation test.